Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported (B)(6) that the patient experienced discomfort described as heating sensation at the ipg pocket during stimulation. As a result, the stimulation off. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively therapy was reportedly resumed.